Manufacturer narrative:
(B)(4) . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it the seal that fell of the device? Yes, the black seal fell from the device.

Event description:
It was reported that during a laparoscopic low anterior resection, a black bulb was found in the abdominal cavity after cutting the rectum and cleaned inside of the abdominal cavity. The bulb was removed. No pieces were found in the patient at the end of the surgery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the b12lt device was returned with the universal seal disassembled. In addition, the four seal from the inner seal assembly were returned inside a petri dish. Upon visual inspection, in order to evaluate the condition of the four seals and the damage was confirmed; in addition, the seal was observed to have a dent which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.